Manufacturer narrative:
The probable root cause is attributed to the mtms being out of calibration.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse performed gravity compensation calibration on the main console after the first surgery concluded. Post-calibration functional testing confirmed normal operation. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted oropharyngectomy surgical procedure, user informed the technical support engineer (tse) that they experienced a slight drift in both master tool manipulators (mtms), requiring manual stabilization. The procedure was completed using the same single port (sp) system, which had been moved to the operating room earlier today. The tse explained that the drift was likely due to incorrect gravity calibration on the mtms. No known impact or patient consequence was reported.